Manufacturer narrative:
Concomitant product(s): 8253200: patient interface response 3.0, serial # (B)(4), lot # 208332261, manufactured date -may/14/2014, 510(k) # k083124. The nim mainframe (part # 8253001) was not returned for evaluation. Nim patient interface (part # 8253200) was returned for evaluation. Evaluation of patient interface (part # 8253200) could not duplicate customer's issue ¿giving unstable nerve stimulation.¿ the wave washers were placed due to loose cable clip. There was no functional fault with the device. The device tested to manufacturer product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was giving unstable nerve stimulation. The facility used another nim 3.0 system to complete the surgery. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.